Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A site clinical applications specialist reported a tear at nine o`clock in the posterior capsule after phaco treatment. A vitrectomy was performed and the surgeon is unsure what caused the tear. The procedure was completed without further issues.